Event description:
It was reported that a continu-flo vented solution set had crushed tubing. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection identified that the tubing of the sets were sealed by the packaging machine. The issue was the result of a malfunction in the manual packaging of the set where a protruding tube/component gets caught in the seal. Awareness training for the operators has been performed and a CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.